Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a portico valve tavr procedure, a "safari" guidewire was used in the procedure with the flexnav delivery system. During the procedure, at the time the portico valve was released for placement the device was reported to have been implanted at a 3mm depth and then the guidewire was reported to be "trapped," (kinked) in the delivery system. The portico valve "dove" into the left ventricle. The user determined the valve was to low presenting with aortic insufficiency reporting the final depth of 2mm. The portico valve was snared into a higher position and a "non-abbott" device was implanted. The patient remained stable throughout the procedure and has been discharged. No additional information has been provided. Manufacturer report number: 3014918977-2021-00098.